Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("displaced right essure coil/essure extending from the right fallopian tube through the cornua into the endometrial cavity of the uterus near the fundus") and embedded device ("endometrial stripe at this level is quite thickened around the coil at approximately 22 mm/the right essure coil was seen inside the fundus") in a 25 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial polyp, parity 3, multi gravida, dyspareunia, menometrorrhagia, c-section (c-section and nexplanon placement.), vaginal delivery (2), pelvic pain female and dysfunctional uterine bleeding. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral salpingectomy done on 23-nov-2015). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kg. [Pathology test] on (B)(6) 2015: surgical pathology report: gross description: left fallopian tube with coil: it had gray-black piece of hardware. Final diagnosis: right fallopian tube, salpingectomy: fallopian tube, status post salpingectomy left fallopian tube, salpingectomy: fallopian tube, status post salpingectomy. Hardware endometrium, curretage: proliferative endometrium with focal lymphoid aggregate [ultrasound pelvis] on (B)(6) 2015: endovaginal and transabdominal pelvic ultrasound clinical: menorrhagia. Findings: the patient demonstrates metallic device, which has been relayed to us as an essure contraceptive device. Lt appears to be extending from the right fallopian tube through the cornua into the endometrial cavity of the uterus near the fundus. The endometrial stripe at this level is quite thickened around the coil at approximately 22 mm versus the more inferior portions of the endometrial stripe, which measured mm. This thickening appears to be associated with the presence of that portion of the essure coil that extends from the cornua of the right fallopian tube into the endometrial cavity. The left essure coil was not identified on today's exam. There did not appear to be evidence of an intrauterine gestational sac. Conclusion: the right essure coil appears to be backing out of the fallopian tube through the cornua into the fundal endometrial cavity. The endometrial stripe around this portion of the extruded coil is thickened suggesting reactive hypertrophic state. The left essure coil was not identified. There was no evidence of abnormal endometrial fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("displaced right essure coil/essure extending from the right fallopian tube through the cornua into the endometrial cavity of the uterus near the fundus") and embedded device ("endometrial stripe at this level is quite thickened around the coil at approximately 22 mm/the right essure coil was seen inside the fundus") in a 25 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial polyp, parity 3, multi gravida, dyspareunia, menometrorrhagia, c-section (c-section and nexplanon placement.), vaginal delivery (2), pelvic pain female and dysfunctional uterine bleeding. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On unknown dates she experienced device expulsion (seriousness criteria medically important and intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral salpingectomy done on (B)(6) 2015). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71.655 kg. [Pathology test] on (B)(6) 2015: surgical pathology report: gross description: left fallopian tube with coil: it had gray-black piece of hardware. Final diagnosis: right fallopian tube, salpingectomy: fallopian tube, status post salpingectomy left fallopian tube, salpingectomy: fallopian tube, status post salpingectomy. Hardware endometrium, curretage: proliferative endometrium with focal lymphoid aggregate [ultrasound pelvis] on (B)(6) 2015: endovaginal and transabdominal pelvic ultrasound clinical: menorrhagia. Findings: the patient demonstrates metallic device, which has been relayed to us as an essure contraceptive device. Lt appears to be extending from the right fallopian tube through the cornua into the endometrial cavity of the uterus near the fundus. The endometrial stripe at this level is quite thickened around the coil at approximately 22 mm versus the more inferior portions of the endometrial stripe, which measured mm. This thickening appears to be associated with the presence of that portion of the essure coil that extends from the cornua of the right fallopian tube into the endometrial cavity. The left essure coil was not identified on today's exam. There did not appear to be evidence of an intrauterine gestational sac. Conclusion: the right essure coil appears to be backing out of the fallopian tube through the cornua into the fundal endometrial cavity. The endometrial stripe around this portion of the extruded coil is thickened suggesting reactive hypertrophic state. The left essure coil was not identified. There was no evidence of abnormal endometrial fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.